Event description:
Allegedly, infection with the serratia marcescens bacteria. Hospital suspects that the ice and/or the bags containing it, used to prevent post-operative swallowing, may have been contaminated. Hospital ran tests on a third patient that used mpo products. That third patient's exam was negative, so they discarded mpo products from being the cause of the infection. Previously hospitalized at hospital (B)(6) ((B)(6) 2025).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.